Manufacturer narrative:
(B)(4). Concomitant medical products: liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells, pn 00630505036, ln 62175535. Associated product: mlry-hd por fmrl 9x150mm, pn 11-104109, ln unk. Liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells, pn 00630505036, ln 62175535. Bone scr 6.5x20 self-tap, pn 00625006520, ln 62011511. Bone scr 6.5x40 self-tap, pn 00625006540, ln 61926529. Bone scr 6.5x30 self-tap, pn 00625006530, ln 62143463. Bone scr 6.5x20 self-tap, pn 00625006520, ln 62032195. Cer bioloxd option hd 36mm, pn 650-1057, ln 375260. Cer option type 1 tpr sleve +3, pn 650-1067, ln 886610. Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision surgery (right side) due to acetabular loosening, pain, ambulating and a pseudotumor. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was able to be confirmed by review of the op notes. Op notes state that the patient was revised the second time due to cup loosening, and was experiencing pain and restricted mobility. X-rays showed radiolucency without cup migration. Review of the device history record identified no deviations or anomalies would contribute to reported event. With the provided information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.